Manufacturer narrative:
Based on the additional information received, the revascularization previously reported was performed on a non-target vessel, therefore, this event is not MDR reportable.

Event description:
Additional information was received that indicated that the patient's admitting diagnosis was chest pain with shortness of breath. The patient had a stent implanted in the left anterior descending artery (lad), which is a non-target vessel for the study. The patient had no history of a previous stent in this vessel; therefore there was n in-stent restenosis.

Manufacturer narrative:
The product is not available for eval. Add'l info wil be submitted within 30 days of receipt.

Event description:
The info received from the (B) (6) study indicated that the pt experienced had temporary pacemaker insertion after the index procedure. The severity of the event is moderate and it resolved without sequelae. As reported, there is no relationship of the event to the device and the index procedure. A day later, the pt had gross hematuria. The severity of the event is moderate and it was managed medically. The event was reported to be non-serious. The event was reported to be unrelated to the device and procedure. Five days later, the pt had chest pain. The event was reported to be severe and required re-vascularization. The event was treated with percutaneous transluminal coronary angioplasty (ptca). The event was reported to be serious. The event has improved, but is ongoing. The event was reported to be unrelated to the device and procedure. A day later, the pt had insertion of a permanent pacemaker. The severity of the event is moderate. The event was reported to be non-serious. The event was reported to be unrelated to the device and procedure.